Event description:
Baxter product surveillance (bps) contacted the home patient (hp) on (B)(6) 2012 regarding a check lines and bags alarm. The hp stated that that the bag on the supply line became loose because they didn't have it on tight enough. The loose connection was due to use error alone and there were no allegations made against any of baxter's products. Since then, therapy has been going well. There were no adverse effects reported in relation to this event. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.